Event description:
Pt had right hip surgery on (B)(6) 2009. Immediately after had pain, then intermittent pain, that never went away. On (B)(6) 2011, pt had left hip implant with smith and nephew acetabular shell. Pain on right hip became severe and constant, soreness in groin, pinched nerves, swelling and pain in knees front and back, pain in ankles and calves, numbness in toes and bottom of feet, light headedness, ringing in ears, dizziness, very weak, occasional chest pressure, hot and cold flashes, difficulty walking, sitting, uses a cane, occasionally a walker. Side effects are devastating and depressing per pt. Pt also has difficulty with balance, burning sensation of pins and needles in legs, small sore and blood vessels over legs. Same pt as mw5023826.